Event description:
It was reported that a novum iq large volume pump had an under infusion of potassium chloride and sodium chloride. The department where the event occurred was biomed service. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to a1, a2, a3a, a4-a6, b5, b6, b7, g3: date received by MFR (update to 02/25/2025), f10/h6: health effect - impact codes (replace code). A2, a3a, a4-a6: update to ni. B5: update "the department where the event occurred was biomed service. There was no patient involvement." To "this occurred during patient use on unit 28. There was no report of patient injury or medical intervention associated with this event." Additional information: h6 (update codes), h11. H11: a review of the event history log identified several infusions; however, parameters were not specified for the reported underinfusion to understand if a device issue occurred during the event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.